Event description:
It was reported that balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt of a vein. A 5f non-bsc introducer sheath was advanced. After a non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. Dilation was performed several times which started from the shunt vein anastomosis. The last part of the lesion was dilated at 28 atmosphere; however, the balloon ruptured. Since the balloon ruptured, the physician attempted to retract the balloon into the sheath but the balloon including the guidewire was detached. The detached balloon and guidewire remained inside the patient; therefore, the segment was surgically retrieved from the body and the procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician was not aware that the distal marker band detached from the shaft during the procedure. All fragments and parts which are visible were retrieved from the patient. However, it is unknown if the marker band remained inside the patient or not. The current condition of the patient is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was identified 19mm proximal to the tip. The distal section of the balloon tear was severely bunched. As part of the analysis this section of the balloon was unraveled and inspected. No other tears or damage was noted on both sections of the balloon tear. A visual examination confirmed that the shaft was broken at 19mm proximal to the tip. This type of damage is consistent with excessive force being applied to the delivery system. The shaft was stretched at the break site. No issues were noted with the tip. The distal section of the break was severely stretched down and as a result the distal markerband had detached from the shaft and was not received for analysis. An examination of the proximal markerband identified no issues. No other issues were identified during the product analysis. A microscopic examination of the break site showed signs of material resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the complaint states that the balloon was inflated to 28 atmospheres. The rated burst pressure for this device is 24 atmospheres. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt of a vein. A 5f non-bsc introducer sheath was advanced. After a non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. Dilation was performed several times which started from the shunt vein anastomosis. The last part of the lesion was dilated at 28 atmosphere; however, the balloon ruptured. Since the balloon ruptured, the physician attempted to retract the balloon into the sheath but the balloon including the guidewire was detached. The detached balloon and guidewire remained inside the patient; therefore, the segment was surgically retrieved from the body and the procedure was completed.